Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found a partial lead measuring 41.5 cm with the distal tip returned for analysis. Internal insulation abrasion was noted from 7.4 cm to 7.7 cm, 9.8 cm to 10.0 cm, and 10.7 cm to 12.5 cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted from 26.9 cm to 28.6 cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasions were noted from 19.6 cm to 20.5 cm and 30.5 cm to 31.4 cm from the distal tip. The abrasions were consistent with friction against another implantable device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was further noted from 37.2 cm to 38.5 cm and was consistent with friction with another implantable device. The etfe coating was abraded at this location. All other damage found was sustained during procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.